Event description:
Customer reported that ventilator stopped cycling while on a patient. The ventilator was taken off the patient and the patient was bagged and the ventilator swapped out. The ventilator was taken to the biomed department and ran on ambient for more than 24 hours. Biomed checked calibration on unit, and the unit was within manufacturer's specifications. Biomed stated that the unit did not lose ac power. The apnea alarm did sound. There were no patient injuries. Alarm settings are unknown. Front panel settings are available.